Event description:
It was reported that a device displayed a system error 105 message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device evaluation confirmed the reported symptom "system error 105" alarm, caused by a failed motor flex. The failed motor assembly was replaced.